Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill three of peritoneal dialysis therapy. The patient stated that they were experiencing abdominal pain and felt overfull. The patient performed a manual drain of about 3600 ml. It was determined that the patient¿s last ultrafiltration volume was -2512 ml. The device was swapped, and the use of continuous ambulatory peritoneal dialysis (capd) was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log did not verify the occurrence of an increased intra-peritoneal volume (iipv) event. A review of the service history of the device revealed no previous device servicing that could cause or contribute to the reported problem. During the sample evaluation, external and internal visual inspections were performed without noting any issues. The device was tested and passed both the return instrument test/evaluation (rite) electrical test and the rite functional test. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully without any delays or alarms. Upon conclusion of the investigation, the cause of the reported problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.